Event description:
Allegedly revised due to implant fracture stem. Age at primary:(B)(6). Side: l primary asa: p2-mild disease not incapacitating. Revision njr index no:2372227. Additional product information received on 1/12/2017: neck product information now available.